Event description:
It was reported that a patient experienced a fall, after which an "oor" (out of range) or "oos" (out of specification) code with a doctor symbol was displayed on the device. Technical services reviewed the situation and advised a representative to meet with the patient to review settings and impedances. Additional information was received from the rep confirming the patient's fall was unrelated to the device. The cause of the oor code was due to high impedance on one of the contacts. The issue was resolved by provider switching the contacts. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
D10: section d information references the main component of the system. Other relevant device(s) are: product ID 37085-60 serial# (B)(6) implanted: (B)(6) 2012 explanted: (B)(6) 2025 product type extension UDI: (B)(4) additional review indicates that information from manufacturer¿s report #3004209178-2025-17727 was already reported in this report ( #3004209178-2025-01034). Any additional information regarding this event will be submitted as a supplemental submission to this report #3004209178-2025-01034. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that a patient experienced a fall on saturday, after which an "oor" (out of regulation) or "oos" (out of specification) code with a doctor symbol was displayed on the device. The manufacturer representative (rep) confirming the patient's fall was unrelated to the device. The cause of the oor code was due to high impedance on one of the contacts the patient was using. The provider decided to switch the contacts. Additional information was received reporting that the patient had worsening of parkinson's disease symptoms and two significant falls right before they started noticing significant differences in symptoms - one in summer 2024 and one in (B)(6) 2024. Impedance tests found elevated/abnormal impedances on right brain electrode contact 8 and 9. The high impedance caused significant worsening of the patient's left motor symptoms, including bradykinesia and rigidity. The right extension was replaced on (B)(6) 2025. The issue resolved without sequelae.